Event description:
It was reported that during a pulse field ablation (pfa) procedure with 3d mapping a faradrive steerable sheath clear was selected for use. 3d mapping was performed before the pfa portion of the procedure. The sheath was prepared and flushed before insertion without issue, but upon introducing the sheath into the body it was unable to be irrigated properly. The sheath was removed and a huge blood clot was found to be obstructing the lumen. Some tissue also appeared with the blood clot. At the time the clot was observed the activated clotting time (act) for the patient was approximately 270, and act was checked every 15 minutes. The sheath was replaced and the patient was administered more heparin. The procedure was completed. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no visual abnormalities were found. Next, functional testing of the sheath was performed by flushing the sheath through the irrigation line. Flushing was functional, no unusual resistance was noted, and no occlusion was observed. Sheath leak testing was then by testing the integrity of the hemostatic valve and found the sheath was within specification for maintaining internal pressure and no leaks were observed. Additionally, the valve was observed under microscopy and no defects were found. Overall, testing did not find any defects or evidence that the device malfunctioned in a way that could have caused or contributed to the event. Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The faradrive instructions for use state "potential adverse events associated with use of the faradive sheath includes but are not limited to:... Thrombus".

Event description:
It was reported that during a pulse field ablation (pfa) procedure with 3d mapping a faradrive steerable sheath clear was selected for use. 3d mapping was performed before the pfa portion of the procedure. The sheath was prepared and flushed before insertion without issue, but upon introducing the sheath into the body it was unable to be irrigated properly. The sheath was removed and a huge blood clot was found to be obstructing the lumen. Some tissue also appeared with the blood clot. At the time the clot was observed the activated clotting time (act) for the patient was approximately 270, and act was checked every 15 minutes. The sheath was replaced and the patient was administered more heparin. The procedure was completed. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.